Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-03-21 regarding the patient. The rep reported that the patient had a lead replacement a couple of months prior to the report and the pli kit was used to make sure the lead was in the same place; however the patient was reporting a pinching feeling in the flank area and some pressure around the stomach area. The rep reported that this occurred on all programs and even when programmed in monopolar. The rep reported that impedances were normal. The rep reported that the patient did not feel this sensation with stimulation off. The rep reported that he did not have x-rays to compare the new lead placement to the old lead placement. The rep reported that he wanted to know if this is ligament stimulation that could be resolved with a paddle lead. The rep reported that the patient started to feel stimulation at 1.5v but depending on the program it varied as to whether she felt stimulation first or the pinching sensation first. The rep reported that the sensation also changed with position. The rep reported that the patient did not feel anything in the pocket, but above it. Additional information was received from the rep on (B)(6) 2017. The rep reported that reprogramming was unsuccessful. The rep reported that the patient was going to discuss options with their healthcare provider (hcp) on their next visit. The rep reported that the patient said the hcp didn¿t know why the patient was getting uncomfortable ligament stimulation since the lead was placed in the same place. No further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator. It was reported that following a lead replacement on (B)(6) 2017 the patient stated effective stimulation with programming, and impedance checks were within normal limits. On (B)(6) 2017 the patient started experiencing a band of muscle tightness around the waist and twitching muscle pain in the right upper flank in the back. The patient met with a rep on (B)(6) 2017 and was reprogrammed, eliminating the source of the discomfort and with effective pain stimulation coverage. On (B)(6) 2017 the patient started experiencing the discomfort again and met with a rep on (B)(6) 2017. An impedance check was within normal limits. All permutations of electrodes were programmed, rate was programmed in the range of 10-100 hertz, and pulse width was programmed in the range of 100-450 microseconds. Regardless of the programming, the patient continued to experience the unwanted stimulation. It was suggested to the patient to try programming amplitude just below threshold perception the next time she turned on the spinal cord stimulation. There were no environmental/external/patient factors that may have led or contributed to the issue. It was noted that during the (B)(6) 2017 office visit the physician stated that there was no reason paraspinous muscles should be stimulated. The neurosurgeon¿s suggestion was to continue working with the rep to eliminate the unwanted stimulation, changing out the entire system for a surgical lead that would give more options contingent on insurance approval, or explanting the entire spinal cord stimulator. A rep followed up with the patient on (B)(6) 2017 and she stated that she hadn¿t turned on the spinal cord stimulator yet since in the past she just turned it on when the pain got really bad. The rep followed up with the patient again on (B)(6) 2017 and she stated that she turned it on over the past weekend and felt the same unwanted effects for her spinal cord stimulator as earlier. The issue was not resolved as of (B)(6) 2017 and no surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred during normal use. Additional information was received from the patient via a rep. It was reported that the patient got ligament stimulation, pinching, pressure, et cetera when stimulation was on. The patient was effectively reprogrammed after surgery but the ligament stimulation returned and remained. On (B)(6) 2017 the patient reported that none of the programs worked without the ligament stimulation. It was reported that the program on (B)(6) 2017 was successful. This date conflicts with the previous report that a successful reprogramming was performed on (B)(6) 2017. Days later the patient felt the ligament stimulation. It was noted that the device remained in service. The only update on (B)(6) 2017 was that the ligament stimulation was not better and that a meeting was scheduled for (B)(6) 2017 to attempt to reprogram.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.